Event description:
Caller reported a malfunction alarm identified as cgm error 42 related to the g7 sensor. There was no reported impact to the customer's blood glucose level. Technical support guided the caller through the process of resetting the pump, providing comprehensive instructions for the reset.